Manufacturer narrative:
The device has not been returned for evaluation. The root cause is unable to be determined at this time. A review of the device history records (DHR) confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the nail successfully transported prior to the procedure, but the surgeon tried to recharge the nail in-situ and on the back table and the nail would not work. The patient was implanted with a new nail.

Event description:
No additional information has been provided.

Manufacturer narrative:
Additional data: b5, d9. H3, h6, h10 device evaluation: visual inspection of the returned nail revealed no visible external damage. X-ray of the internal components determined the anti-jam washer suffered damage. The damaged noted in the x-ray image likely occurred as a result over-retraction user error.